Event description:
The patient reported that they were wearing the omnipod product when they sought medical advice on 11june2025, through a medical phone call with their doctor. The issue was related to the omnipod product, as the patient experienced frequent urination. The doctor advised trying a new pod from a different box, which improved the patient's condition without needing injections. The glucose levels reached up to 434 mg/dl. The pink slide on the pod did not seem to move forward, and while the cannula appeared to be inserted, it was unclear if it was properly positioned. There were no signs of redness, swelling, or insulin leakage at the pod site. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone14.4 cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.